Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient was admitted into the hospital for a severe driveline infection. The blood cultures were found to be positive. The hospital staff felt that the pump might be infected due to the infection migrating down the driveline and therefore, exchanged the pump. It was also reported that upon explant, purulent drainage was noted at the inflow. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.